Event description:
It was reported to philips that one of the live fluoroscopy monitors was not working in the examination room. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the dvi splitter. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that one of the live fluoroscopy monitors was not working. During troubleshooting, the fse identified the failure of video splitter. The fse replaced the dvi splitter. After replacement of dvi splitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.